Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the patient's IV was leaking prior to arrival. No further details of the leaking have been reported. The patient had subsequent difficulty with their IV sites but was able to receive oral fluids. There were no adverse effect to the patient as a result of this leak.